Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient (pt) is concerned about ins depletion rate. At implant in (B)(6) 2018 ins battery was 2.97 volts. In (B)(6) 2020 pt met the physician for programming (B)(6) and later in (B)(6) pt rep says ins battery was 2.81v, not today pt rep checked and ins battery is 2.69v, pt is worries that the battery has depleted more in 2 months then it has in 2 years before that. Confirmed pt had no falls/traumas, and at the last programming session pulse width was increased. The patient was redirected to their healthcare provider to further address the issue. They were redirected to their physician. No symptoms reported.